Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small lymph nodes are seen in axillary chains", "capsular contracture, baker grade iii".

Event description:
Patient reported, "some simple radial folds", "small lymph nodes are seen in axillary chains". Diagnosed via MRI. Healthcare professional, later reported, "capsular contracture, baker grade iii". Device remains implanted. This relates to right side.